Manufacturer narrative:
Eval: results: as received the returned lead failed functional testing for continuity. Analysis revealed that the device has an open channel (#3). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a surgical lead for back and bilateral leg pain on (B)(6) 2011. It was reported that the pt was only feeling stimulation in her abdomen. This tissue reportedly began a few days following the implant. Surgical intervention was undertaken to replace the pt's lead with a different model. Additionally, the new device was placed at a different vertebrae level than the original lead. Effective stimulation was captured for the pt following the procedure.